Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm in the middle of the night. The customer's blood glucose level was 70 mg/dl. The customer immediately resumed insulin delivery and the pump resumed normal operation.